Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that left ventricular (lv) lead noise was observed on this patient's electrograms (egms). The health care professional (hcp) decreased lv sensitivity to 10 millivolts (mv) but can still see evidence of noise. The hcp plans to turn lv sensing off and reached out to technical services (ts) to see if there were any other programming changes they would suggest. Ts reviewed available device data, noting mechanical noise on the lv rate egm. The lv oversensing causes lv pacing inhibition. Since this lv is-1 lead has five sensing configurations, ts noted it is possible only one of the electrode conductors is impaired and checking different configurations in-clinic could identify it. Normally, though, the recommendation is to replace the lv lead; however, this decision should be ultimately made by doctor based on patient's condition. At this time, there is no evidence intervention has been performed. No adverse patient effects were reported.